Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was receiving a no delivery alarm while he was at school. Customer's blood glucose at the time of the incident was 431 mg/dl. Customer came back home and changed his infusion set. Customer reported that the alarm was resolved by an infusion set change. Customer's mother was unable to troubleshoot since her son was at school. Caller would like to return the set and reservoir for analysis. Caller reported that the alarm did not occur during manual prime. Customer will be sent a replacement infusion set.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.